Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The intentional fse (field service engineer) evaluated the ventilator and confirmed. The fse replaced the touchscreen and the problem was resolved.

Event description:
It was reported that the ventilator's touchscreen was faulty. There was no patient or user involvement.

Manufacturer narrative:
Date of report : 29aug2019. The international fse (field service engineer) evaluated the ventilator and confirmed. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.